Manufacturer narrative:
A complete lead was returned in two pieces. The connector portion measured 9.5 cm and the distal portion measured 45.4 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. High capture threshold was noted on the atrial lead. The physician wanted to reposition the lead, but the helix did not retract, and the stylet did not go into the lead. The lead was taken out and another lead was implanted instead. The patient was stable.